Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
(B)(6). Correction: the correct catalog number is 93332 not 90434 as previously reported. This report is filed march 20, 2014.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss. The device has not been made available for analysis as of the date of this report, (B)(6) 2013.